Event description:
Caller reported a malfunction on pump, which led to customer¿s blood glucose level exceeding 500 mg/dl, with specific value unknown but displayed as "high." Customer addressed high blood glucose through a correction injection via mdi without requiring assistance from a third party. Technical support assisted with resetting the pump, provided reset information, and confirmed that the malfunction code did not recur. Customer was instructed to continue using the pump and call back if any issues arose.